Event description:
A customer reported an issue with their pump and charging supplies, noting that the pump felt hot to the touch. There was no adverse impact on the customer's blood glucose level. The pump was charging with tandem supplies at the time, and no temperature alarms were recorded in the pump's history. Customer technical support (cts) arranged to replace the pump and provide goodwill charging supplies. The pump was under warranty, and the customer was advised to use multiple daily injections (mdi) as a backup therapy to maintain insulin delivery. Cts provided instructions on placing the pump into storage mode and returning it to tandem using a prepaid label.